Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that a rod was broken. A revision was done to replace the broken rod. No further details are known at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned device shows that no defect was found at the level of the breakage. The rods show typical metal fatigue damaging due to overload. The origin of the overload can't be determined with the provided information. However, the breakage occurred almost 2 years after initial surgery suspecting pseudarthrosis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.